Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvis pain'), genital haemorrhage ('abnormal bleeding (general)'), multiple sclerosis ('autoimmune disorder type of disorder: ms'), systemic lupus erythematosus ('autoimmune disorder type of disorder:lupus') and neuropathy peripheral ('neurological conditions or problems type: peripheral neuropathy') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, c-section and uterine fibroid. Current weight 216 lbs. Concurrent conditions included endometrial ablation since (B)(6)2009, d & c since (B)(6) 2009, overweight, pap smear abnormal, tracheal squamous cell metaplasia, endometrial curettage, uterine bleeding, menarche, uterine fibroid, endometriosis, postpartum hemorrhage, adenomyosis, ovarian cyst, bleed in luteal cyst, uterine leiomyoma and irregular periods. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), menopausal symptoms ("hormonal changes describe: premenopausal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), cyst ("reproductive system disorder or condition type of disorder or condition: cysts"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), central nervous system lesion ("tumor / teratoma / cancer type: spinal cord lesion"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("gastrointestinal or digestive system condition type:, hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced neuropathy peripheral (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), spinal pain ("spine pain"), neck pain ("neck pain"), pain in extremity ("arms pain/hands pain/ legs pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (total abdominal hysterectomy. Right ovarian cystectomy and endometrial ablation with novasure). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, spinal pain, neck pain and pain in extremity was resolving, the genital haemorrhage and menorrhagia had resolved and the multiple sclerosis, systemic lupus erythematosus, neuropathy peripheral, menopausal symptoms, vaginal haemorrhage, bacterial vulvovaginitis, female sexual dysfunction, migraine, cyst, nausea, dysmenorrhoea, dyspareunia, central nervous system lesion, vaginal discharge, fatigue, weight increased, alopecia, back pain, abdominal pain, psychological trauma, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bacterial vulvovaginitis, bladder disorder, central nervous system lesion, cyst, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menopausal symptoms, menorrhagia, migraine, multiple sclerosis, nausea, neck pain, neuropathy peripheral, pain in extremity, pelvic pain, psychological trauma, spinal pain, systemic lupus erythematosus, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: after the ablation, she still bleeds and now she wanted a hysterectomy, which is what the patient wanted in the first place. She received treatment for: abnormal bleeding (menorrhagia), abnormal bleeding (general), bladder problems, urinary problems and neurological conditions or problems type: peripheral neuropathy. Discrepancy noted in essure insertion date: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Ultrasound pelvis - on (B)(6) 2009: a few calcifications along the endometrium which may be dystrophic or related to prior instrumentation. Clinical correlation is advised.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: deletion case justification- this case found to be duplicate of (B)(4), hence this case should be deleted from argus central. All information was transferred to retention (B)(4) . Reference details, reporters, events were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvis pain'), genital haemorrhage ('abnormal bleeding (general)'), multiple sclerosis ('autoimmune disorder type of disorder: ms'), systemic lupus erythematosus ('autoimmune disorder type of disorder:lupus') and neuropathy peripheral ('neurological conditions or problems type: peripheral neuropathy') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, c-section and uterine fibroid. Current weight (B)(6). Concurrent conditions included endometrial ablation since (B)(6) 2009, d & c since (B)(6) 2009, overweight, pap smear abnormal, tracheal squamous cell metaplasia, endometrial curettage, uterine bleeding, menarche, uterine fibroid, endometriosis, postpartum hemorrhage, adenomyosis, ovarian cyst, bleed in luteal cyst, uterine leiomyoma and irregular periods. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), menopause ("hormonal changes describe: premenopausal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), cyst ("reproductive system disorder or condition type of disorder or condition: cysts"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), central nervous system lesion ("tumor / teratoma / cancer type: spinal cord lesion"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("gastrointestinal or digestive system condition type:, hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced neuropathy peripheral (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), spinal pain ("spine pain"), neck pain ("neck pain") and pain in extremity ("arms pain/hands pain/ legs pain"). The patient was treated with surgery (total abdominal hysterectomy. Right ovarian cystectomy and endometrial ablation with novasure). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, spinal pain, neck pain and pain in extremity was resolving and the genital haemorrhage, multiple sclerosis, systemic lupus erythematosus, neuropathy peripheral, menopause, vaginal haemorrhage, menorrhagia, bacterial vulvovaginitis, female sexual dysfunction, migraine, cyst, nausea, dysmenorrhoea, dyspareunia, central nervous system lesion, vaginal discharge, fatigue, weight increased, alopecia and back pain outcome was unknown. The reporter considered alopecia, back pain, bacterial vulvovaginitis, central nervous system lesion, cyst, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menopause, menorrhagia, migraine, multiple sclerosis, nausea, neck pain, neuropathy peripheral, pain in extremity, pelvic pain, spinal pain, systemic lupus erythematosus, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: after the ablation, she still bleeds and now she wanted a hysterectomy, which is what the patient wanted in the first place. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Ultrasound pelvis - on (B)(6) 2009: a few calcifications along the endometrium which may be dystrophic or related to prior instrumentation. Clinical correlation is advised.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : low back pain and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2019: pfs and mr received. Case becomes incident. Injury nos was replaced with new events from pfs- added events premenopausal, abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bacterial vaginal infection, apareunia, autoimmune disorder type of disorder: ms, lupus, migraines / headaches, cysts, nausea, peripheral neuropathy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), spinal cord lesion, vaginal discharge, fatigue, weight gain, hair loss, pelvic pain female, lower back pain, spine pain, neck pain, arms pain, hands pain, legs pain. Medical history and concomitant conditions were added. Reporter¿s information was added. Patient¿s demographic details were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvis pain'), genital haemorrhage ('abnormal bleeding (general)'), multiple sclerosis ('autoimmune disorder type of disorder: ms'), systemic lupus erythematosus ('autoimmune disorder type of disorder:lupus') and neuropathy peripheral ('neurological conditions or problems type: peripheral neuropathy') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, c-section and uterine fibroid. Current weight 216 lbs. Concurrent conditions included endometrial ablation since (B)(6) 2009, d & c since (B)(6) 2009, overweight, pap smear abnormal, tracheal squamous cell metaplasia, endometrial curettage, uterine bleeding, menarche, uterine fibroid, endometriosis, postpartum hemorrhage, adenomyosis, ovarian cyst, bleed in luteal cyst, uterine leiomyoma and irregular periods. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), menopausal symptoms ("hormonal changes describe: premenopausal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), cyst ("reproductive system disorder or condition type of disorder or condition: cysts"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), central nervous system lesion ("tumor / teratoma / cancer type: spinal cord lesion"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("gastrointestinal or digestive system condition type:, hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced neuropathy peripheral (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), spinal pain ("spine pain"), neck pain ("neck pain"), pain in extremity ("arms pain/hands pain/ legs pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (total abdominal hysterectomy. Right ovarian cystectomy and endometrial ablation with novasure). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, spinal pain, neck pain and pain in extremity was resolving, the genital haemorrhage and menorrhagia had resolved and the multiple sclerosis, systemic lupus erythematosus, neuropathy peripheral, menopausal symptoms, vaginal haemorrhage, bacterial vulvovaginitis, female sexual dysfunction, migraine, cyst, nausea, dysmenorrhoea, dyspareunia, central nervous system lesion, vaginal discharge, fatigue, weight increased, alopecia, back pain, abdominal pain, psychological trauma, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bacterial vulvovaginitis, bladder disorder, central nervous system lesion, cyst, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menopausal symptoms, menorrhagia, migraine, multiple sclerosis, nausea, neck pain, neuropathy peripheral, pain in extremity, pelvic pain, psychological trauma, spinal pain, systemic lupus erythematosus, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: after the ablation, she still bleeds and now she wanted a hysterectomy, which is what the patient wanted in the first place. She received treatment for: abnormal bleeding (menorrhagia), abnormal bleeding (general), bladder problems, urinary problems and neurological conditions or problems type: peripheral neuropathy. Discrepancy noted in essure insertion date: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Ultrasound pelvis - on (B)(6) 2009: a few calcifications along the endometrium which may be dystrophic or related to prior instrumentation. Clinical correlation is advised.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : low back pain and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events added: abdominal pain, psych injury, bladder problems and urinary problems. Event outcome updated for: abnormal bleeding (general) and abnormal bleeding (menorrhagia). Lawyer added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.